Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back-up vvi mode without defib support. Review of device image showed that the device has charged for max more than 255 times and device replacement was recommended. Further follow-up revealed that the patient was admitted to the hospital in ICU, and passed away prior to device replacement. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown.